Event description:
The rental agency biomedical engineer reported the device alarmed and shutdown during normal ventilation operation. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported review of the device diagnostic log history indicated a 24/+-12v power fail occurence. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. Pse advised checking the power supply voltages. The biomedical engineer reported the power supply will be replaced. Completion of repair is pending.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Completion of repair pending.